Event description:
Responded to a person unresponsive for an unknown period of time. The pt was placed on the floor and the device connected to them with disposable defibrillation/ECG electrodes. For an unknown number of times when the analyze button was pressed, the device alarmed connect electrodes and would not analyze the pt's rhythm. Paramedics arrived, removed the electrodes and used a manual defibrillator. The pt was prnounced at the scene.